Event description:
It was reported that during a lap cholecystectomy procedure, while firing the first device, some of the clips did not form correctly. When the surgeon pulled a second device, he only fired two clips and one of them did not form correctly. The case was completed with the two devices, with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.